Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size 5 tibial baseplate. Other devices listed in this report: cat # unknown, lot # unknown, description: triathlon total knee size 4 femoral component; cat # unknown, lot # unknown, description: 36mm patella x3; cat # unknown, lot # unknown, description: 9mm x3 cs tibial bearing. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that the revision was due to painful knee. Surgeon took out poly bearing and also the baseplate. There was no mention of any mechanical failure by the surgeon.

Manufacturer narrative:
An event regarding pain involving a triathlon prim cem fxd bplt #5 was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the reported pain could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the revision was due to painful knee. Surgeon took out poly bearing and also the baseplate. There was no mention of any mechanical failure by the surgeon